Manufacturer narrative:
No product returned to evaluate. Bur was part of kit item 501124m0 - pip-dis-str, lot nn6uc.

Event description:
It was reported that during a silicone pip implant surgery on (B)(6) 2018, a long thin bur broke inside the patient's phalangeal while the patient was under general anesthesia. The surgeon tried using several tools to try and remove it, but was unable to remove the broken piece. There was a 15 minute surgical delay. No patient information provided.